Manufacturer narrative:
Additional/updated information was added to reflect the right motor/gearbox being returned to the manufacturer for evaluation. The result of the evaluation was that the motor failed sciemetrics, but there was no jerking during the bench test. Therefore, the complaint of the motor being noisy was able to be confirmed, while the complaint of the motor jerking could not be verified.

Event description:
Motor is making a rubbing noise and it is jerking.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Motor is making a rubbing noise and it is jerking.